Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found.

Event description:
It was reported that a competitor lead had decreased sensing and low amplitude r-waves. Because of this, a shock test was conducted. The shocks were programmed to 35 j and ventricular fibrillation (vf) was induced. The vf was detected but of the five shocks delivered the first four were lower energy. Only the fifth shock was delivered at 35 j. Review of device data via save-to-disk revealed that the high voltage impedance was low, less than 20 ohms, but that impedance was 63 ohms on the fifth shock. This was believed to be caused by an insulation defect in the competitor lead or by device malfunction. The device was explanted and replaced. The competitive lead was also replaced. No patient complications have been reported as a result of this event, and the patient's status was reported as "well".